Event description:
The customer reported that intermittently the tube was arcing and the unit cuts off and needs to be rebooted.

Manufacturer narrative:
The ge service rep cleaned and recompounded hv cables, performed a filament calibration, and verified system boot and fluoro function. System operates as intended.